Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that there was poor communication. Patient stated he had a lot of different medical problems recently unrelated to his therapy device, i.e cancer. Patient stated they just got out of the hospital yesterday for another health issue. Patient stated he let his ins battery die because of these other issues. Patient stated he tried to charge (B)(6) 2019 but he was not able to connect. Patient did not know when they last felt stimulation or successfully charged. Patient was able to communicate with pp. Pp showed screen indicating patient ins battery was depleted and he needed to charge. Reviewed al steps and attempted al and then a recharge session. This resolved the issue. Patient got connected to charge and saw por message on the recharger. Pss reviewed that the patient would need to charge his ins to 50% and call back to have the por message cleared with the pp. Ins status showed off, off due to depleted battery. Patient was able to get 6-8 bars. Additional information was received. It was reported that the patient charged ins to 50%. Pp still showing that the batteries needed to be replaced before it would connect to the ins. Patient was currently using heavy duty battery. Patient was able to charge the batteries in the pp. Patient able to clear por. Patient to continue to charge ins and will call back if needed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.